Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part: 387.358, lot: 2174915, manufacturing site: bettlach, release to warehouse date: 14. Feb. 2006. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2019, the patient underwent an anterior-posterior lumbar fusion for the spine. During the anterior procedure, two (2) instruments from synframe were impacted. One (1) synframe guide rod with adjustable clamp can no longer be attached to the ring as it was damaged over time and one (1) holder for synframe bone lever was damaged where the inner bone lever attachment part was completely removed from the metal tube. The doctor then flipped the patient and while doing the posterior procedure the matrix threaded persuader beige knob broke (teeth) from this instrument broke off (3 out of the 4 pieces are available for return from this instrument). Nothing fell into the patient and the patient was not impacted. The procedure was successfully completed with no surgical delay. There was no patient consequence. Concomitant devices reported: unknown synframe ring ( part # unknown, lot # unknown, quantity 1). This report is for one (1) synframe guide rod. This is report 1 of 1 for (B)(4).